Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release and verified correct cable was included in kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using her adc freestyle libre reader due to reader not charging. She experienced symptoms described as ¿feeling she was sleeping and losing consciousness". The customer further reported not being able to self-treat and had contact with a healthcare professional who treated her with sugar, bread, milk rice, semolina, and insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.